Manufacturer narrative:
B5: additional information. H3, h6: siemens has completed an investigation of the reported event. The patient's foot slipped off the table and got caught between the tabletop and the gantry. The patient should be fixed and observed at any time according to the instructions for use, chapter "safety information"¿ during system movements: warning box: incorrect patient positioning, unintended patient movement, and unobserved movement of the patient table or gantry! Injury to the patient, for example, contusions of the patient's extremities and unusable radiation. - always fix the patient with accessories, as described in the instructions for use, to avoid unintentional patient movement. For example, use restraint straps and arm supports. - monitor the patient continuously as long as the tabletop and gantry are moving. Take special care if the tilt of the gantry is anything other than zero degrees or the table height is anything other than the isocenter. - make sure that nothing can get caught while the table or gantry are moving. For example, parts of the body or clothing, any needles, infusion tubes, respiration tubes, catheters, ECG cables, or sheets and blankets. - follow the markings and labels on the equipment. - press a stop key if an injury to the patient can occur. The plexiring which was broken when colliding with the patient's foot was exchanged and the whole system was cleaned. After a checkup of the system, it was fully functional again. Siemens attempted an investigation of the broken plexiring; however, it was discarded by the customer after the exchange. This complaint has been closed. Further action is not warranted.

Event description:
Additional information. The patient is doing well overall. There was a 15-20 mm wound at the bony area of the ankle but no injury to the bone. The wound was cleaned and stitched after the incident. There is no permanent damage to the patient's health.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom force CT system. It was reported that a 48-year-old male patient was on the table for a CT scan. The patient's foot slipped off the table between the tabletop and gantry. The patient¿s foot was pressed against the plex ring and encountered rotating parts of the gantry. This caused an approx. 15-20 mm wound at the ankle. Further details about the injury, treatment and general patient health status are currently not known. Additional information about the patients¿ health status and information for the investigation has been requested.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.